Event description:
A 3i dental implant placed on (B)(6) 2004 caused chronic low-grade inflammation and subsequent infection extending into the sinus area and bone loss resulting in removal of the implant on (B)(6) 2025 and required bone grafting at the implant site post surgical removal at site #9. 3i nt cert 4 x13 dental implant, lot # 213138 reportedly returned to manufacturer by oral surgeon.